Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported the patient received ineffective stimulation therapy from the scs system. As a result, the patient underwent surgical intervention (date unknown) where the ipg was removed and replaced with a competitor's device.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.